Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart after self-test was performed. The customer¿s blood glucose level was 204 mg/dl. The customer was assisted with troubleshooting for error. The customer was reported that the alarm was occurred shortly after inserting a new battery. The customer was also reported that the insulin pump had blank display. The customer was assisted with troubleshooting and display returned back. The insulin pump will not be returned for analysis.